Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off in the axial connector. The tip could not be removed from the connector. No additional patient complications were reported.